Event description:
Pt/vendor states that: in 2007, the mother reported her son suffered burns to his face and around his ears where the cannula touched his skin. They went to the emergency room for treatment. The mother has returned the equipment for eval.

Manufacturer narrative:
A: the stroller unit did not produce the issues reported to caire during engineering testing. The numerous cracks, fractures and abrasions on the stroller case are signs of rough handling. Some form of an adhesive has been applied to the unit in an attempt to fix the fractures and cracks. The distributor has been advised not to use the unit.